Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a lantern delivery microcatheter (lantern), ruby coils, a pod packing coil (pod pc), a non-penumbra catheter and a guidewire ((B)(4)). During the procedure, the physician advanced the lantern through the catheter into the target location. The physician then attempted to advance the ruby coil through the lantern; however, the physician experienced resistance and the ruby coil would not advance through the lantern. The physician pulled the lantern back but the issue remained the same. After several attempts, the physician pulled the coil back; however, the ruby coil unintentionally detached inside the lantern. Therefore, the lantern and the ruby coil were removed. Upon removal, the distal end of the lantern was noticed to be kinked. Next, the physician placed non-penumbra coils distal to the target location. The physician then advanced a new lantern to the target location and successfully placed two ruby coils. After placing two ruby coils, the physician then attempted to advance the pod pc through the lantern; however, the physician experienced resistance and the pod pc would not exit the distal end of the lantern. Therefore, the lantern and the pod pc were removed. The physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.